Event description:
It was reported that the ambicor penile prosthesis (app) returned without a device performance allegation. The device underwent analysis and a leak in one cylinder was identified.

Manufacturer narrative:
Date of event: the exact event date is unknown. Upon receipt at our quality assurance laboratory, this ambicor penile prosthesis underwent a thorough analysis. The cylinders and pump were visually and microscopically examined, and leak tested. Both cylinders had wear at a fold on the cylinder bodies and contamination was found within. The first cylinder had a leak found from wear at the corner of the fold on the middle of the cylinder body. The pump had no leaks and no damage found upon inspection. Based on the information available and analysis results, the leak identified in the cylinder could have caused or contributed to the explant of the product.